Event description:
The pacemaker involved in this MDR was implanted on (B) (6) 2009. A follow-up was performed on (B) (6) 2009 and on (B) (6) 2009. On (B) (6) 2009, atrial undersensing was observed (device found in aai mode / 70min-1 / 5v / uni / 2.2mv (probably nominal/safety settings). Programmer crashed two times upon battery status button activation (overview screen). An error message was displayed. Printouts show inaccurate dates ((B) (6) 2005) note: between (B) (6)2009 and (B) (6).2009 the patient underwent the following medical procedures: (B) (6) 2009: mammographia; (B) (6).2009: CT skull; (B) (6).2009: CT abdomen; (B) (6).2009: CT abdomen. No follow up was performed before or after every examination.

Manufacturer narrative:
(B) (4). Conclusion: the reported setting (aai / 70min-1 / 5v / uni / 2.2mv) are the nominal settings for a reply sr model in a chamber configuration. These nominal settings were forced by the programmer because of a user error: the user pressed the nominal button (red cross) either on the screen or on the keyboard. It should be noted that nominal settings have been used extensively for years in most of ela pacemaker's range. These settings are considered as a standard, and are usually referred to as "safety settings" or "emergency settings." Although no modification is planned concerning these settings, this complaint (atrial undersensing with nominal settings) will be stored in our complaint database for trend purpose.